Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 344 mg/dl and moderate ketones. The customer was treated with intravenous saline and insulin, and was released from the ER 5 hours later with no permanent damage. The cause of the reported issue was unknown. Tandem technical support (cts) performed a pump system check and determined the cartridge and insulin had been in use past labeling. Cts educated the customer on cartridge and insulin labeling.